Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) due to unknown reasons, while wearing the pod. The patient noted the adhesive pad was loose during wear. No information was provided on the type of treatment provided while at the hospital.